Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the lower back and was also experiencing inadequate stimulation. The patient was taking tylenol for the pain. The patient will undergo a revision procedure.

Event description:
It was reported that the patient was experiencing pain at the lower back and was also experiencing inadequate stimulation. The patient was taking tylenol for the pain. The patient will undergo a revision procedure. Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.